Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the balloon and moved down to the hypotube of the device. The entire stent appeared damaged. A review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement at the time of manufacture was within the specification. The tip was visually and microscopically examined and no damage was noted. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were evident on the balloon wall verifying that the stent was crimped on the balloon before stent detachment. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending artery (lad). A 2.25 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, following insertion of the device into the guide catheter and when fluoroscopy was turned on, it was noted that the stent was no longer on the balloon but was on the delivery shaft. Everything was completely removed from the patient's body and the procedure was completed with another stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending artery (lad). A 2.25 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, following insertion of the device into the guide catheter and when fluoroscopy was turned on, it was noted that the stent was no longer on the balloon but was on the delivery shaft. Everything was completely removed from the patient's body and the procedure was completed with another stent. No patient complications were reported and the patient's status was fine.